Event description:
It was reported that during a laser lithotripsy procedure, the tip of the laser fiber broke off in the patient kidney. The fragment was successfully removed, and the procedure was completed using another fiber. No patient harm was reported.

Manufacturer narrative:
Functional analysis could not be performed, as the fiber was not returned. Customer-provided media confirmed that the fiber tip was broken and detached, verifying the reported event. A review of the device history record (DHR) found no deviations or non-conformances related to the manufacturing process, and the product was confirmed to have been manufactured per specifications. Based on the available information, it is likely that procedural conditions, such as physician technique or the ablation characteristics, contributed to the fiber tip breakage. The event is considered an expected component failure with no indication of design or manufacturing issues.

Event description:
It was reported that during a laser lithotripsy procedure, the tip of the laser fiber broke off in the patient kidney. The fragment was successfully removed, and the procedure was completed using another fiber. No patient harm was reported.